Manufacturer narrative:
The investigation has just started, results will be provided in a follow-up report.

Event description:
It was reported to dräger that the workstation stopped automatic ventilation during a procedure and displayed a white screen. The patient was ventilated manually; no consequences to health have been reported.

Manufacturer narrative:
The log file was analyzed for the reported date of event (B)(6) 2018. During the case in question three reboots of the processors onboard the therapy control unit were entered. This kind of reboot incorporates a short-term outage of therapy functions for a maximum of 15 seconds and is accompanied by an alarm before the therapy is resumed with the last valid settings. The therapy control unit was replaced on-site and the device is now back in operation for more than six weeks already. During this time no further reboot was carried out by the device. The replaced therapy control unit was returned to the manufacturer for further investigation and was built into a laboratory device. Several system tests were performed which all were passed successfully. Although no reboot could be reproduced during the test time, maybe due to a sporadic failure, it still can be assumed that the therapy control unit was root cause of the reported reboots as after replacement of this board no further reboots were entered in the logs. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.